Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant. The patient was elevated on the transplant list due to right heart failure. The right heart failure existed pre-left ventricular assist device (lvad) implant and the lvad did not cause or contribute to the right heart failure. The patient was listed as a heart transplant candidate. Recurrent sustained ventricular tachycardia upgraded the patient on the transplant list. While admitted and waiting for a heart the patient experienced dyspnea, altered mental status, and hypervolemia. The patient was intubated and placed on right ventricular assist device (rvad) support. The patient remained on rvad support until they were transplanted at an outside hospital (nyu). It was noted that the left ventricular assist device (lvad) operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrythmia that may be associated with the use of the hm 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complications. Section 6 also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing hte file on this event.